Event description:
Faulty nerve monitoring endotracheal tube. Vocalis lead #1 intermittently stopped working throughout the case with loud biofeedback and machine stating to check electrode. New nerve monitor equipment was brought in and exchanged. Reproducible results noticed on new equipment. Video of feedback was sent to company representative with medtronic.